Event description:
Customer was using proxabrush go-betweens tight when he pulled the handle out the brush came out of the handle and it stuck in his teeth. He did not force the brush between the teeth and states that this is the disposable (green handle) not the proxabrush refill system.